Event description:
It was reported that this right ventricular lead exhibited low out of range shock impedance measurements, additionally, low within range pacing impedance measurements were also observed. No changes have been performed and the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.